Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) levels that ranged from 500-600 mg/dl, causes was unknown. Ketones were large amounts. A bolus was administered and pump supplies were changed to address bg. In addition, it was reported that a malfunction occurred and the pump indicated a data log corruption. The customer's blood glucose was 274 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.